Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the tampon seemed to shred. Multiple attempts have been made to obtain further information regarding this event, however, these attempts have been unsuccessful.